Event description:
It is reported that a pt experienced a rectal ulceration while the flexi-seal signal system was in use. There is no info regarding the patient's medical history or if a digital exam was performed prior to use. There is no other info available at this time and the lot number is unk.

Manufacturer narrative:
Based on the available info, this event is deemed to be serious injury. No add'l pt/event details have been provided to date. Should add'l info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Reported to FDA on march 28, 2014 reporting site: 2243969, mfg site(s): 2182291, 8022978. Note: the actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and cpa procedures.